Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope image was initially intermittent and then displayed no image during inspection for use (prior to patient use). There were no reports of patient involvement.